Event description:
The following was reported by the surgeon: it was alleged that the patient was implanted with the ventralex st mesh and had a post op reaction. The surgeon felt the area may have been cellulitis. The patient has been started on antibiotics.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The surgeon reports the patient developed an allergic reaction following the implant of a ventralex st mesh. Currently, medical records and allergy testing has not been conducted. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, allergic reaction is listed as a known adverse event in the product's IFU. The mesh remains implanted at this time. If additional information is provided, a supplemental report will be submitted.